Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone), baclofen (unknown), and bupivacaine via an implantable pump for spinal pain indications. The patient stated that when they were trying to connect and every time they try to deliver bolus they were getting message saying myptm was not responding. Patient mentioned that this had been happening [for a while]. Agent had the patient closed all application and try to connect to the pump and mentioned stuck at 90%. Agent assisted patient to clear data and patient was able to connect and reach the deliver bolus screen.